Manufacturer narrative:
The technician found a fuse mounting loose on the power control board. The technician replaced the power control board to repair the bed.

Event description:
Information received indicates the bed has no function from either side rail.